Event description:
The event is reported as: complaint alleges: "the cuff was not inflated." Defect discovered prior to use on patient. No patient injury reported.

Manufacturer narrative:
The device history record (DHR) investigation does not show issues related to complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation. If more information of the sample becomes available, this investigation will be updated as necessary.